Manufacturer narrative:
PMA: 510 (k) is k093745. Device evaluation: lifescan received the meter involved with this complaint and completed device evaluation on 07/13/2011. Investigation was unable to confirm the alleged issue with the returned meter.

Event description:
On 05/30/2011, the reporter contacted lifescan (B)(4) alleging that the subject meter was displaying an 'error 2' message. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement product(s) were sent to the patient.